Manufacturer narrative:
Initial and final MDR (B)(4)- MDR- device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced bent cannula events on 11-feb-2025. The blood glucose level of the patient was high between 600 - 700 mg/dl which was treated with bolus via pump. Also, the patient had high ketones which the healthcare professional did not assess as dangerous or life-threatening. Therefore, the patient went to emergency room on (B)(6) 2025 for three hours and thirty minutes. During hospitalization, the patient received fluids of saline (unknown), insulin, and unspecified medication intravenously as corrective treatment which resolved the issue. Moreover, the issue occurred with three similar types of infusion sets used for two to three days and site was patient's abdomen. Further, the symptoms occurred within three hours of insertion. The customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint complaint (B)(4).according to reference results complaint is (B)(4).has been evaluated. The batch 6008823 in question was manufactured at the reynosa site. The information in this complaint complaint (B)(4) has been soft cannula found bent upon removal from infusion site. The batch 6008823 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance work instrction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found bent upon removal from infusion site. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6008823 was manufactured according to the wi version 116 packaged in the inset 7, on 22/aug/2024, with a total of (B)(4).units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 09-jul-2025 against malfunction soft cannula found bent upon removal from infusion site and lot 6008823 and 2 complaints have been registered in databse for the same lot 6008823 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.